Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm intermittently occurred. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Customer changed pump supplies to address the issues. The customer experienced an elevated blood glucose (bg) level of 528 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level.